Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the markerbands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis in the mid right coronary artery(rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The procedure was complete using a 2.75 x 30mm resolute integrity stent. The patient was reported as alive with no injury.